Event description:
It was reported that during surgery, the driver head of a t8 linear driver shaft w/ ao qc sheared off. Procedure was completed with a smith and nephew backup device, no delay reported. No patient harm reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirmed that the driver head of a t8 linear driver shaft w/ ao qc sheared off which causes it to not properly function. A medical investigation was conducted and confirms per the subsequent e-mail, none of the broken pieces fell inside of the patient during the procedure. According to the report, the procedure completed with a smith and nephew back-up device without a delay. Since there was no alleged harm to this patient, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.